Event description:
It was reported on 11/01/2009, that the pt experienced no stimulation sensation. It was also stated that the ins battery light was flashing. The pt was redirected to the pt's healthcare provider (hcp). No further details, pt systems or outcome were provided. Add'l info was requested but not rec'd at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4). Lead analysis revealed that the conductor wires in the body of the lead were broken. The #0 conductor wire was broken 15.7 cm from the distal end. The #0 circuit was open, and circuits #1 through #3 had acceptable continuity. Conclusion: reliability non-conformance. Extension analysis revealed that the extension was ok, but it was cut through (the damage was suspected to have occurred at explant). The continuity was acceptable and there were no shorts noted. Conclusion: no significant anomalies. Adaptor analysis revealed that the adaptor was functionally ok. The continuity was acceptable and there were no shorts noted (dry). There was a breach cut in the outer insulation, 4.4 cm from the proximal end. Conclusion: no significant anomalies. Ipg plug analysis revealed that no anomaly was found. This late MDR is due to the implementation of a process improvement.